Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) displayed a power up test failure 14 message upon start up. There was patient involved and no patient harm reported.

Manufacturer narrative:
Updated fields: b4, b5, e1 (initial reporter), e4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11 corrected fields: h6 (medical device problem code) additional point of contact: (B)(6). A getinge field service engineer (fse) went onsite confirmed unit was reading said failure. Fse replaced the scroll compressor to rectify the failure. Also, the muffler 100 micron and muffler, 1/8 npt were replaced to keep compressor and mufflers on same 5000 interval. Verified unit calibrated and passed all test per manufacturer specs. Unit passed all safety and functional checks. The failure analysis and testing dept. Received part compressor, scroll with a reported unit failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part compressor, scroll into the cardiosave test fixture and tested the compressor to factory specifications per the procedure. The fat dept. Could not replicate power up code 14. However, the fat dept. Heard a noisy compressor a motorboating type sound, coming from the compressor. The compressor failed testing. Retaining the compressor in the fat dept. Per procedure.

Manufacturer narrative:
Other contact person: (B)(6). Other contact phone number:(B)(6). Updated field: b4, d9(return to manufacture date), e1(email), g3, g6, h2, h11 a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had power supply failure. There was no patient harm reported.